Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaint appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly tortuous and mildly calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the proximal left anterior descending artery (plad). A 1.5 x 15 mm mini trek rx balloon dilatation catheter (bdc) was prepared with no noted issues and advanced to the lesion; however, during an attempt to dilate the lesion the balloon was noted to rupture at 8atms during its second inflation. Therefore the bdc was removed and replaced with another trek bdc to complete the procedure. There were no adverse patient effects nor clinical delay. No additional information was provided.